Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Software revision v1-.075. (B)(4).

Event description:
An optometrist reported a bilateral case of rainbow glare post lasik treatment. Patient noted he is seeing well in both eyes, but notices rainbow glare equally in both eyes. Patient indicated glare is faint but distinct, and appears as horizontal and vertical bars of rainbow light around a light source. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start up the calibration checks were performed without any issue. The logfile shows the user performed fifteen treatments on eight patients. Observation of the energy values during the day shows no relevant deviations. The reported patient was the last patient of the day, and the right eye was treatment number fourteen. The logfile shows no abnormalities or deviations during the treatment. The energy and vacuum values are stable while vacuum two is near the lower limit. No abnormalities or deviations can be identified during the treatment which could contribute to the reported event. System history shows that the laser was verified successfully prior to and after the date of event. A root cause could not be identified conclusively. (B)(4)

Event description:
Upon additional follow up, reporter indicated the patient issue was almost resolved and the patient is very happy.